Event description:
No new information.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3550-39, product type: accessory; product ID 3550-39, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Follow up information confirmed premature battery depletion of the patient¿ implantable neurostimulator (ins) was suspected as a result of the overdischarge condition. The ins was explanted without the knowledge of the manufacturer¿s representative and, hence, a physician mode recharge (pmr) could not be performed since the ins was no longer implanted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial #(B)(4), found the ins battery had reduced capacity due to an overdischarge.

Event description:
It was reported the patient had a surgery to remove the implantable neurostimulator (ins) system yesterday morning. It was reported the patient discontinued therapy "some time ago" and the ins was completely discharged. A premature battery depletion was reported, as well as a suspected overdischarge. The patient experienced less than 50% therapy relief.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.